Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Suspect medical devices: level sensor bulk solution, catalog: 04s68-01, UDI: (B)(4). Accessory kit, alinity I, catalog: 03r66-01, UDI: (B)(4). Accessory kit, alinity I, catalog: 03r66-02, UDI: (B)(4). Accessory kit #2, alinity c, catalog: 03r69-01, UDI: (B)(4). Accessory kit #2, alinity c, catalog: 03r69-02, UDI: (B)(4). Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
Abbott has identified the following hardware and software issues with the alinity ci-series system which may present potential performance issues. Alinity ci-series software version 2.5.1 issues: on alinity I, an incomplete trigger solution or pre-trigger solution dispense may lead to incorrect results. Pre-trigger solution stored on-board the alinity I longer than 16 days may produce elevated rlu readings, potentially impacting patient results for the following assays: hbsag qualitative ii assay, hbeag assay, havab igm assay, total b-hcg assay, and stat high sensitive troponin-I. When the "disable reagent on control failure" feature is configured as on, patient results completed after a control failure, but before the reagent is disabled, are not correctly flagged with cntl, so incorrect test results may be reported. Under certain conditions, an operator can transition the alinity c into the running status with the procedure key positioned in the on setting and with the front processing center cover open, which could lead the user to initiate a run with an open cover, potentially impacting operator safety. Critical messages, which are missing meaningful information, have been updated. Alinity ci-series hardware issues: abbott has identified an issue with the alinity ci-series level sensor, bulk solution, resulting in the failure to detect the depletion of a bulk solution reservoir. This issue leads either to a failure to dispense the bulk solution or an incomplete dispense of the bulk solution. On the alinity c-series the failure to dispense acid wash or alkaline wash, may lead to inadequate washing of the cuvettes, causing carryover. On the alinity I-series a reduced dispense volume of pre-trigger solution and trigger solution will create low rlus resulting in falsely low or high results, depending on the assay type, indirect or direct.